Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, visual analysis of returns, retains analysis, and system risk analysis (sra): the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer¿s experienced issue. Trending analysis for product malfunction code (pmc) 'suspect positive bi' was reviewed from 8/2014 to 2/2015 a significant trend was observed; lot trending for 'suspect positive bi' was not exceeded. A CAPA has been opened to address the trending issue. The suspect bi was returned for evaluation. Visual inspection confirmed the bi to be positive for growth. There were no manufacturing anomalies observed. Thirty-two retain bis from the lot involved were subject to functional evaluation, all of which met specifications when used per instructions for use (IFU). The sra indicates the risk associated with this event is low with exposure to biohazardous, pathogenic or infectious material as "limited." The cyclsure® 24 bi was returned and visual analysis confirmed the suspect positive bi event. However, assignable cause for the event remains inconclusive. It is unlikely the suspected positive bi was caused by a performance issue as DHR review found no anomalies that would contribute to the positive bi result, and retains met functional specifications when processed/used per IFU. Sterrad® performance is also unlikely to have contributed to the event as the cycle passed and the customer stated subsequent bis were negative for growth. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad&#59406;nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was not released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Correction to sra review previously reported as exposure to biohazardous, pathogenic or infectious material is "low." Correct sra statement should be, the sra indicates the risk associated with a quality problem with no impact on safety is "low."